Event description:
It was reported that the doctor was implanting a model zcb00v intraocular lens (iol) for the first time. It was stated that it turned and was inserted in the patient's eye. It was stated that the haptics of the lens had been broken off during the procedure. The doctor then removed the lens within the same procedure and implanted another lens of the same model without a problem. It was stated that the lens was half-cut when removed from the patient's eye and that the incision was a bit enlarged. The procedure was completed successfully and no other intervention was required. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
(B)(6). Manufacturing date corrected to 05/13/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. Visual inspection revealed surface residue adhering to both sides of the optic body with evidence of blood, debris and opthalmic viscosurgical device (ovd) compatible with handling, such as during the implant and explant process. The lens had one distorted haptic and iol was torn near iol optic/haptic junction. The complaint for haptic/ optic tear was verified in the returned sample. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were within specifications and in compliance. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). Placeholder.